Event description:
A new blanket heat therapy pump was placed in an infant incubator. Fifteen mins later the pad temperature display showed a temperature of 105 degrees fahrenheit. The prescribed set point was set at 98 degrees fehrenheit. The incubator indicated an interal temperature of 38.3 degrees celsius (101.0 degrees fahrenheit). Biomedical engineering performed temperature measurements and determined that the heat therapy pump was displaying false pad temperatures. The nursing mgr of the unit ordered the removal of these pumps from the imcubators.